Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the guide wire was showing resistance inside the catheter. It was reported that when pulled, it began to disintegrate, undoing, and unsuccessful in removal. It was indicated that there was a need for removal of the catheter associated with the guide wire of the vein and new was needed to puncture. There was no patient injury as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.